Event description:
During injection with bovine collagen, a blockage was felt and when injected, the needle hub broke and disconnected completely from the syringe. It was in the pt's skin, but caused no injury. No intervention was required. This event is being reported because a serious injury could result if/when event recurs.